Event description:
The expiration date had been "chipped" off the strip vial label. No pt injury was reported. According to the manufacturer's electronic inventory system, the stated lot number had expired, at the time of the report. Technical support requested the return of the suspect product and replacement product was shipped.